Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-32367. It was reported that patient underwent surgery on (B)(6) 2020 wherein additional leads were added for better coverage of their existing pain pattern. Patient is stable.